Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their pump is receiving a constant tone. Her blood glucose is unknown. She stated that she tried taking the battery out and it was still alarming. The customer was advised to put the battery back in the pump and she stated that it was still alarming. The customer stated that this happened after she removed the pump to take a shower. After putting it back on, the pump started beeping ten minutes later and the screen started flashing with the medtronic logo. During troubleshooting for the constant tone, she stated that she had received a low battery alert prior and had changed the battery three hours prior to receiving the constant tone alarm. The constant tone alarm did not clear so the customer was advised to remove the battery for two hours, monitor their blood glucose and/or continue the backup plan per their doctor¿s order¿s during the pump rest. The insulin pump will not be returning for analysis.